Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: evaluation revealed that the display was dim and discolored. During testing, the pump¿s vibratory feature was not working. The pump was opened and evaluation revealed that the vibration motor had failed. Unrelated to these issues, the keypad symbols were found to be worn and no longer legible, which has no effect on insulin delivery function. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the display was dim and discolored. Evaluation also revealed that the vibration motor had failed. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014.